Event description:
Customer reported the set leaked right after starting an infusion. The leak was coming from the area between the two piece male luer lock. No pt harm or medical intervention required. Although requested, no additional pt or event information provided.

Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unknown cause. The customer's report of a leak was confirmed. The set visually inspected and no anomalies were observed. Functional testing was performed and leaking was observed at the female luer to stopcock connection and not the 2-piece male luer that was reported by the customer. The stopcock was removed from the female luer and the female luer was found to be cracked. The cause of the leak was identified as a crack in the engagement between the female luer and the stopcock of the returned set. The specific root cause of this failure was not identified.